Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and loss of consciousness which had been already reported. Blood glucose vlaue at the time of hospitalization was not reported. Customer was treated with intravenous drips. Customer also reported that the insulin pump had a pump error alarm and failed battery test. Blood glucose was 177 mg/dl at the time of the call. Customer's other blood glucose levels were 132 mg/dl and 101 mg/dl. Customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer performed self test and did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer reported via phone call that the insulin pump had a pump error alarm and failed battery test. Blood glucose was 177 mg/dl at the time of the call. Customer's other blood glucose levels were 132 mg/dl and 101 mg/dl. Customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer performed self test and did not pass. The insulin pump will be returned for analysis

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm and failed battery test. Blood glucose was 177 mg/dl at the time of the call. Customer's other blood glucose levels were 132 mg/dl and 101 mg/dl. Customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer performed self test and did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date is 13-jan-2020.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected under delivery anomaly, over delivery anomaly, battery failed alarm, or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin trace on the keypad assembly.